Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report has been reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "clip jams in the shaft and do not come out. When they finally go out and were applied on the cystic duct, tend to open and slip out from duct/vessels." Type of intervention: no intervention required, open clips were recovered patient status: the patient is doing well.

Manufacturer narrative:
This report is to update with the new event description provided by customer on (B)(6) 2015. Note that the event description has been updated by the customer since the initial report. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap. Cholecystectomy - "or nurse, before surgery started, tried the clip applier but she noticed straight away that it got stuck after firing the clips. She substituted the clip applier with another one but different lot number and it worked as expected. Defected clip applier was not used in the patient. Defected product has been thrown away."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.